Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06159. Additional information received identified surgical intervention took place at which time the patient's leads were explanted and replaced. Effective stimulation was reportedly restored postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06159. It was reported the patient was experiencing ineffective stimulation from one of her scs leads due to lead migration. An sjm representative met with the patient for system reprogramming but was unable to provide effective stimulation using both of the patient's leads. It was additionally noted the patient experienced swelling at her lead incision site. Surgical intervention may take place at a later date to address the issue. As it is unknown which scs lead is involved in the reported issue, all possible leads are being reported.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.